Manufacturer narrative:
The insulin pump was received with missing segments/horizontal clear line on lcd glass due to cracked zebra connector on lcd board. The insulin pump was monitored for 48 hours with multiple basal rates passed self test and displacement test. The insulin pump functioned properly with no audio/beep anomaly noted during testing. The insulin pump was received with cracked near display window corner, scratched lcd window and scratched on reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer reported that there was a line in the middle of the screen. The customer's blood glucose was 89 mg/dl at the time of incident. The customer also stated that the beeping seized during self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.